Event description:
In 1976 augementation using co implant, the left side has always been aching for the last 5 yrs. The left side has always been hard and heavy. Systemic symptoms include astha for the last 10 yrs, severe headaches, chronic fatigue, dryness in the skin, dry mouth, muscle spasm in the legs, loss of short-term memory. Physical exam shows bilateral tender axillary lymphadenopathy, class IV contracture on the left, class iii on the right. Due to very painful contracture on the left side, possible rupture on the left side and systemic symptoms that may be related to a silicone-associated illness, it is medically necessary to remove both remove implants.implants.